Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the catheter leaked from an unknown location. No medical intervention was reported.